Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included morbid obesity, abdominal pain, decreased appetite, frequency urinary, dysuria, uterine fibroids, ganglion cyst, gastroesophageal reflux disease, flank pain and body mass index abnormal. Concurrent conditions included low back pain, cholelithiasis, gallstones, arthritis, night sweats, sinus disorder, cough, nasal congestion, fever, tinnitus, wheezing, earache, gastric ulcer, helicobacter pylori infection, pain in hip, abdominal distension, constipation, dyspepsia, diverticulosis, endometrial thickening, inflammation, vaginal itching, penile discharge, knee pain, swelling abdomen, uterine bleeding, paraesthesia upper limb, pelvic adhesions, acid reflux (oesophageal), sleep apnea, ovarian cyst, hepatic disease, itching all over, hypertension and pruritus. Concomitant products included cefixime (flexeril) from 2011 to 2015, cyclobenzaprine since 2014, esomeprazole from 2015 to 2017, gabapentin since 2018, hydrocodone bitartrate;paracetamol (norco) since 2018, ibuprofen since 2018, meloxicam since 2017, methocarbamol (robaxin) from 2013 to 2015, nabumetone (relafen) from 2013 to 2015, omeprazole (prilosec) from 2015 to 2017, oxycodone hydrochloride; paracetamol (percocet) since 2018, pantoprazole from 2016 to 2017, promethazine since 2016, ranitidine hydrochloride (zantac), sucralfate (carafate), sucralfate since 2018, tizanidine hydrochloride (zanaflex) since 2018, tizanidine since 2018 and valaciclovir hydrochloride (valtrex) from 2016 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication(s): tmj") and tooth disorder ("dental problems"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti ") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced alopecia ("hair loss"), headache ("headaches/ head pain") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes describes:") and weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced rash ("rashes or skin conditions"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("upper leg pain"), pain in jaw ("jaw pain") and complication of device removal ("difficult and lengthy surgery"). The patient was treated with fluconazole (diflucan), nsaids, piperacillin sodium;tazobactam sodium (pt) and surgery (ablation and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, female sexual dysfunction, urinary tract disorder, bladder disorder, temporomandibular joint syndrome, tooth disorder, fatigue, dyspepsia, alopecia, hormone level abnormal, vulvovaginal mycotic infection, bacterial infection, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, abdominal pain lower, pain in extremity, pain in jaw and complication of device removal outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and rash had resolved and the dysmenorrhoea and headache was resolving. The reporter considered abdominal pain lower, alopecia, bacterial infection, bladder disorder, complication of device removal, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pain in jaw, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right tube: 3 coils left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, urinary tract infection, pelvic pain, dysmenorrhea, temporomandibular joint disorder, vaginal discharge, nausea, menorrhagia, hair loss, rash, allergic reaction". Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet was received. Lot number was added. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction ,apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, other injury(ies) or complication(s): tmj, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, heartburn, hair loss, hormonal changes, bacterial infection, uti, yeast infection, migraines, headaches, nausea, pain, rashes or skin conditions, vaginal discharge, weight gain, lower abdomen pain, upper leg pain, jaw pain, difficult and lengthy surgery, she did not undergo confirmation test. And event- head pain clubbed to event-headaches and event- pelvis pain clubbed to event-pain. Reporter information, medical history, concomitant drug events onset date, events outcome, weight, height, essure removal date was added. On 6-may-2019: medical record was received. Reporter information, medical history, concomitant drug, aka name, race was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included morbid obesity, abdominal pain, decreased appetite, frequency urinary, dysuria, uterine fibroids, ganglion cyst, gastroesophageal reflux disease, flank pain and body mass index abnormal. Concurrent conditions included low back pain, cholelithiasis, gallstones, arthritis, night sweats, sinus disorder, cough, nasal congestion, fever, tinnitus, wheezing, earache, gastric ulcer, helicobacter pylori infection, pain in hip, abdominal distension, constipation, dyspepsia, diverticulosis, endometrial thickening, inflammation, vaginal itching, penile discharge, knee pain, swelling abdomen, uterine bleeding, paraesthesia upper limb, pelvic adhesions, acid reflux (oesophageal), sleep apnea, ovarian cyst, hepatic disease, itching all over, hypertension and pruritus. Concomitant products included cefixime (flexeril) from 2011 to 2015, cyclobenzaprine since 2014, esomeprazole from 2015 to 2017, gabapentin since 2018, hydrocodone bitartrate;paracetamol (norco) since 2018, ibuprofen since 2018, meloxicam since 2017, methocarbamol (robaxin) from 2013 to 2015, nabumetone (relafen) from 2013 to 2015, omeprazole (prilosec) from 2015 to 2017, oxycodone hydrochloride;paracetamol (percocet) since 2018, pantoprazole from 2016 to 2017, promethazine since 2016, ranitidine hydrochloride (zantac), sucralfate (carafate), sucralfate since 2018, tizanidine hydrochloride (zanaflex) since 2018, tizanidine since 2018 and valaciclovir hydrochloride (valtrex) from 2016 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication(s): tmj") and tooth disorder ("dental problems"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction/nickel allergy"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspepsia ("gastrointestinal or digestive system condition type: heartburn") and gastrooesophageal reflux disease ("gastrointestinal or disgestive system condition- type: acid reflux"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced alopecia ("hair loss"), hot flush ("hormonal changes describes: hot flashes"), headache ("headaches/ head pain"), migraine ("migraines") and rash ("rashes or skin conditions") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"), pain in extremity ("upper leg pain"), pain in jaw ("jaw pain"), complication of device removal ("difficult and lengthy surgery") and back pain ("lower back pain"). The patient was treated with fluconazole (diflucan), nsaids, piperacillin sodium;tazobactam sodium (pt) and surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, female sexual dysfunction, urinary tract disorder, bladder disorder, temporomandibular joint syndrome, tooth disorder, fatigue, dyspepsia, alopecia, hot flush, vulvovaginal mycotic infection, bacterial infection, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, abdominal pain lower, pain in extremity, pain in jaw, complication of device removal and back pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and rash had resolved and the dysmenorrhoea and headache was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bacterial infection, bladder disorder, complication of device removal, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pain in jaw, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right tube: 3 coils left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, urinary tract infection, pelvic pain, dysmenorrhea, temporomandibular joint disorder, vaginal discharge, nausea, menorrhagia, hair loss, rash, allergic reaction". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New events: gastrointestinal or digestive system condition- type: acid reflux, lower back pain were added. Event hypersensitivity was updated to nickel allergy, hormonal changes was updated to hot flashes. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 646512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included morbid obesity, abdominal pain, decreased appetite, frequency urinary, dysuria, uterine fibroids, ganglion cyst, gastroesophageal reflux disease, flank pain and body mass index abnormal. Concurrent conditions included low back pain, cholelithiasis, gallstones, arthritis, night sweats, sinus disorder, cough, nasal congestion, fever, tinnitus, wheezing, earache, gastric ulcer, helicobacter pylori infection, pain in hip, abdominal distension, constipation, dyspepsia, diverticulosis, endometrial thickening, inflammation, vaginal itching, penile discharge, knee pain, swelling abdomen, uterine bleeding, paraesthesia upper limb, pelvic adhesions, acid reflux (oesophageal), sleep apnea, ovarian cyst, hepatic disease, itching all over, hypertension and pruritus. Concomitant products included cefixime (flexeril) from 2011 to 2015, cyclobenzaprine since 2014, esomeprazole from 2015 to 2017, gabapentin since 2018, hydrocodone bitartrate;paracetamol (norco) since 2018, ibuprofen since 2018, meloxicam since 2017, methocarbamol (robaxin) from 2013 to 2015, nabumetone (relafen) from 2013 to 2015, omeprazole (prilosec) from 2015 to 2017, oxycodone hydrochloride;paracetamol (percocet) since 2018, pantoprazole from 2016 to 2017, promethazine since 2016, ranitidine hydrochloride (zantac), sucralfate (carafate), sucralfate since 2018, tizanidine hydrochloride (zanaflex) since 2018, tizanidine since 2018 and valaciclovir hydrochloride (valtrex) from 2016 to 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication(s): tmj") and tooth disorder ("dental problems"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). In (B)(6) 2016, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti ") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2018, the patient experienced alopecia ("hair loss"), headache ("headaches/ head pain") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal changes describes:") and weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced rash ("rashes or skin conditions"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("upper leg pain"), pain in jaw ("jaw pain") and complication of device removal ("difficult and lengthy surgery"). The patient was treated with fluconazole (diflucan), nsaids, piperacillin sodium;tazobactam sodium (pt) and surgery (ablation and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, female sexual dysfunction, urinary tract disorder, bladder disorder, temporomandibular joint syndrome, tooth disorder, fatigue, dyspepsia, alopecia, hormone level abnormal, vulvovaginal mycotic infection, bacterial infection, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, abdominal pain lower, pain in extremity, pain in jaw and complication of device removal outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and rash had resolved and the dysmenorrhoea and headache was resolving. The reporter considered abdominal pain lower, alopecia, bacterial infection, bladder disorder, complication of device removal, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pain in jaw, pelvic pain, rash, temporomandibular joint syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right tube: 3 coils left tube: 3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, urinary tract infection, pelvic pain, dysmenorrhea, temporomandibular joint disorder, vaginal discharge, nausea, menorrhagia, hair loss, rash, allergic reaction". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.